Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) haptics were stuck to the lens and would not spontaneously open. The issue was observed right after insertion into the right eye, viewed under the microscope. The surgeon had to manually pry the haptics with the kuglen manipulator for them to unfold. There was no post-operative complications. Balanced salt solution (bss) was used at room temperature. There were no delays in surgery before an attempt was made to advance the lens after the inserter was prepped. The lens remains implanted. No further information was provided.

Manufacturer narrative:
Additional info: device evaluation: a suspect product was not received, however, a photograph and video was provided. The customer's photo and video were evaluated. The photo and video displayed the suspect lens inside the patient's eye, and the haptics can be observed to be stuck together. The video further displays that the haptics were unstuck using a metal surgical tool; the haptics unfolded after separation. Due to no product received, no further evaluation could be performed. The complaint issue "haptic stuck to optic" was not identified during photo and video evaluation. Haptic stuck to haptic was observed. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation and based on limited information available, there is no indication of a product quality deficiency or product malfunction, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.